Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the handpiece was returned to the depot for evaluation. The service technician carried out an assessment, but there was no failure. The issue could not be confirmed in the depot. Despite of the depot evaluation not confirming the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. This issue has been captured in a CAPA. Further investigation and assessment of this design issue is covered in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the 2x robotic assisted saw handpiece devices had oil residue. During in-house engineering evaluation it was determined that the device was leaking liquid. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.